Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the micro tip was occluded and screen showed occlusion during cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacing the tip with another one. There was no patient harm. Additional information received that it was unknown the real cause of occlusion so they change both fluidics management system and phacoemulsification tip.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip, with a wrench, in a bag was received. Sample was visually inspected and found to be conforming. Functional occlusion flow check was performed and found to be conforming. Good water flow was observed existing the phacoemulsification tip and nothing was observed extracted onto the filter paper. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are 100 percent visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.